Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 18.3ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. Because patient did not send back his strips, so we tested the suspected meter with in house control solution and in house strips (strip lot number: d180315-1). The control solution tests for level low were 60/62 mg/dl, for level high were 245/249 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass.

Event description:
Caller stated that medical attention was sought on 07/09/2019 at 12:00pm. He stated he received a result of 420 mg/dl, started to feel confused and went to an urgent care facility. A normal blood glucose result for him at that time of day is 140-150 mg/dl. End-user stated that before going to the urgent care he took 8 units of humalog and ate 2 eggs, 1 piece of toast, and 2 sausage patties. Upon arriving at the urgent care, they called paramedics and he was transported to the emergency room. Upon arrival his blood glucose was 22 mg/dl. End-user stated they checked his blood pressure did an EKG and both were normal. He said he received a glucose solution by mouth at the hospital. End-user stated he was at the hospital almost 3 hours but was not admitted. He is required to take 3 units of humalog if result is above 200. Prior to discharge the end-user stated his blood glucose was 75 mg/dl. He was treated at (B)(6) health hospital located at (B)(6). No additional details were provided.